Event description:
It was reported that the patients leads had high impedances. It was noted that the patient had lost relief however it was regained through reprogramming. The patient underwent a lead revision procedure were the placement was altered. The patient was doing well postoperatively.

Manufacturer narrative:
Event occurred one month ago from date manufacturer was made aware.